Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >250 mg/dl - <350 mg/dl with associated symptoms of hyperglycemia of blurred vision, polydipsia and dehydration. The patient reportedly did not receive any treatment above or beyond the normal routine of diabetes care and management. Troubleshooting by animas customer support revealed the basal history did not match the active program. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to an alleged inaccurate pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.